Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that an unspecified malfunction occurred with the cgm. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported by tandem that the patient experienced an elevated blood glucose which she attributed to the g6 transmitter not working properly. The patient¿s cgm displayed high, her bg was 837 mg/dl, and she was admitted to the hospital (intensive care unit) for approximately 5 days. The patient was unable to recall details of the event other than she was taken to the hospital by her husband, was treated with insulin 20 units, lipitor 10 mg, other unspecified medications, and underwent a cardiac catheterization for ventricular collapse. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.